Manufacturer narrative:
Service was sent to the customer's location on (B)(4) 2016. The fse cleaned the strip provider module (spm) assembly and verified the alignments. The cause of the loose pads is unknown. The customer was able to run samples with no further issues. (B)(4).

Event description:
The customer reported that the ichem velocity system was generating "no strip" alarms and 1 loose pad was found in the strip provider module (spm). Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.